Event description:
A surgeon reported that during the making of the primary incision, the knife "dimpened" the cornea without making the incision. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).